Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-08726. It was reported that the patient was experiencing undesirable stimulation in the back even when the stimulation was turned off. As a result, surgical intervention was undertaken on (B)(6) 2017, wherein the lead was explanted which resolved the issue.